Manufacturer narrative:
(B)(4). To date, the incident device has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an rf ablation procedure, the patient complained that the site where needle was punctured was hot. A few days post op, it was confirmed by CT that tumor was fully ablated. One month later, when the patient saw the doctor as an outpatient, a 3rd degree burn was noted at the needle-insertion site. Initially, ointment was given and the size of burn became smaller, but it did not heal completely. The patient was hospitalized and received a skin graft. At that time, a light blue material was found inside the patient and was retrieved. During the rfa procedure, a toshiba metal attachment which is attached to the echo probe was used. It is being reported that the foreign material was found on the abdominal wall but not near the needle-insertion site. However, it is possible that the material moved when the skin graft was conducted.